Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification of volume accuracy. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastipak¿ syringe had volumetric accuracy issues. The following information was provided by the initial reporter, translated from (B)(6) to english: with the 1 ml 3-part plastipak syringe, about 0.05 ml always remains in the syringe.